Event description:
I used renu with moistureloc contact lens saline solution from january 18, 2006 to march 31, 2006. My eyes were getting red & bloodshot. Each day it became worse. I went to my md because my eye was "mattered" up and sore and red. He treated me for pink-eye. My right eye became worse and was severely red, bloodshot and sore to open, sensitive to light and very "mattered." It became very painful to even open up. I went to the eye institute for treatment and was told to stop using solution and was treated for subepithelial infiltrate. I was told to throw away all solution and lenses.